Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: transfemoral valve-in-valve implantation for degenerated bioprosthetic aortic valves using the new balloon-expandable edwards sapien 3 valve citation: catheterization and cardiovascular interventions (2016) 88:636¿643 (doi 10.1002/ccd.26565) authors: birgid gonska, md, julia seeger, md, christoph rodewald, md, dominik scharnbeck, md, wolfgang rottbauer, md, and jochen wohrle, md. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding the implant of transfemoral valve-in-valve implantation using a non medtronic balloon expandable valve. The study population included nine patients (predominantly male), 2 of which were implanted with a medtronic freestyle stentless surgical bioprosthesis (serial numbers not provided). It was reported that a 29mm freestyle stentless surgical bioprosthesis had been implanted for 10 years. The indication for the valve-in-valve procedure was aortic regurgitation. The peak gradient measurements prior to the valve-in-valve were 85 mm hg. The transcatheter valve was successfully implanted, valve-in-valve. No adverse patient effects were reported.